Manufacturer narrative:
Evaluation summary: the customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. No lot number was identified with this complaint for the phaco tip (unspecified product) either; therefore, a lot history review could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. Several attempts were made to obtain add'l info with no response to date. (B)(4).

Event description:
A head of biomedical department of a facility reported aspiration issues during two cataract surgeries. The cassette and the handpiece were changed during the procedures to complete the surgeries. No system message was displayed. There was no patient harm. Several attempts were made to obtain add'l info with no response to date. This is the second of two medical device reports being filed for this facility.